Event description:
It was reported that the smart control stent delivery system could not cross a heavily calcified and 100% stenosed (cto) lesion in the superficial femoral artery. No attempt at stent deployment was made. The device was removed and the procedure completed. There was no reported patient injury. Analysis of the returned product shows that the tuning dial was out of position, the stent was partially deployed about 1mm and the brite tip was split. According to the account, these events were not noted during the procedure, it is unknown when they occurred.

Manufacturer narrative:
One non-sterile unit of smart control 6 x 40 mm was received coiled in a plastic bag; locking pin was not received. Tuning dial was out of position and stent was partially deployed about 1mm. Brite tip was split. Outer member was kinked at 3.5cm from ID band. Blood residues were found on handle, outer member and brite tip. The outer diameter (od) of the stent delivery system was measured in several places and it was found acceptable per drawing (B)(4). The deployment process was performed per dp (B)(4). 1 and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "failure to cross" condition reported by the customer was not confirmed as no discrepancies were found during the dimensional analysis; therefore, the cause could not be determined. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. With the information available, it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.